Event description:
A hospital pharmacist reported that the cassette failed to prime before surgery. The system was switched off then on with no success. The cassette was exchanged. The patient had received general anesthesia and due to the priming issue, the anesthesia was prolonged 30 minutes.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evalaution. A root cause has not been identified. (B)(4).